Event description:
Revised tibial insert shows greater than expected wear characteristics and the surgeon would like an investigation into its cause as he believes this is excessive at 2 years. Shows larger than expected wear and some concerning patterns in the polyethylene. Especially on the posterior lip. Reason for revision was due to infection.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.